Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the tubing at the bottom of the column was melted. No medical intervention reported. Patient condition reported to be fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the tubing at the bottom of the column was melted. No medical intervention reported. Patient condition reported to be fine.